Event description:
Per the clinic, the implanted electrode was found to have extruded from the cochlea on (B)(6) 2012, leading to device non-use. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. Reimplantation is planned for (B)(6) 2013. This report is filed (B)(4) 2013.